Manufacturer narrative:
Additional information was received that after implant of the valve severe paravalvular leak (pvl) was reported. After implant of the second valve, pvl was resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release from the delivery cat heter system (dcs), the valve dove into a position 10mm from the left ventricular side. A second valve was implanted with good results. No additional adverse patient effects were reported.